Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening on radius. Leak test and microscopic analysis was performed which identified: crease sharp opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease sharp on radius assessed as fold flaw opening.